Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for patient 1: accolade ii stem, trident shell, 36 metal head. Rep reported that the surgeon, a chief editor for arthroplasty today, notified the rep with concerns about 3 patients with stryker hip implants presenting with high metal counts (unknown which metals).